Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 11/14/2016 as follows: the plaintiff allegedly received device implant via right femoral vein on (B)(6) 2014 due to chronic dvt, hypercoagulable state of unknown etiology, and recurrent pe. The plaintiff alleges vena cava perforation, device is unable to be retrieved, and post-ivc filter dvt after implant of device.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, vena cava perforation, device is unable to be retrieved, post-ivc filter dvt". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: bleeding, erosion. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported bleeding and erosion are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a discharge summary report, "history of deep venous thrombosis and pulmonary embolism with an inferior vena cava filter, discovered that inferior vena cava filter has migrated partially through." Per lumbar spine computed tomography (CT) report, "an ivc filter noted with multiple prongs outside the vena cava and extending to small bowel, impression showed l4-l5 laminectomy, significant decrease of fluid at the deep subcutaneous collection, now in large part consisting of air density, grade I retrolisthesis, l3-l4, l4-l5, bony foraminal narrowing at l3-l4, l4-l5, and l5-s1." Per duodenectomy report, "...[patient] was admitted to an outside hospital with an acute gi bleeding. Endoscopy at the outside hospital revealed migration of ivc filter into [patient's] duodenum. [Patient] was therefore taken emergently to the operating room ..". "...including takedown of hepatic flexure in order to fully expose the ivc and gained proximal and distal control of the ivc. Once this was done, we then kocherized the duodenum and found that the duodenum was inherently adhered to the ivc where the ivc filter had eroded through the vena cava and into the duodenum. We therefore had to resect approximately 1 cm x 1 cm area of the duodenum in order to remove the ivc filter. Once this was done, we repaired the duodenotomy with interrupted 3-0 biosyn sutures." "At this point, we were content that we had repaired the duodenum successfully". Per the successful open filter retrieval: "evaluation included a CT angiogram, which revealed erosion of the inferior vena cava filter struts through the ivc wall into the small bowel. Angiogram revealed no significant bleeding of the mesenteric vessels. Upper endoscopy revealed stent protrusion through the small bowel with associated bleeding." "There were 3 struts that were significantly deformed that were protruding into the small bowel, which they clipped using wire clippers . There was evidence of protrusion of even more struts on the medial aspect of the inferior vena cava wall." "Thus, direct removal of the inferior vena cava filter was chosen. The patient's proximal inferior vena cava was dissected free medially and laterally, which would allow placement o f the vascular clamp . This dissection was then carried distally down to below where the inferior vena cava struts were visualized. At this level, the inferior vena cava was dissected free both laterally and medially." "The inferior vena cava was then clamped using c- clamps both proximally and distally. A venotomy was created over the proximal portion of the inferior vena cava filter where the hook was positioned. The filter was then removed using a hemostat." "At the completion of the anastomosis, the c-clamp was removed and the inferior vena cava was noted to be hemostatic and free of significant stenosis".

Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: migration, post-dvt. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4).

Event description:
Dated 06may2017, operative note (filter retrieval) reports, "acute gi bleeding. Migration of inferior vena cava filter into the duodenum. CT angiogram, revealed erosion of the inferior vena cava filter struts through the ivc wall into the small bowel. Upper endoscopy revealed stent protrusion through the small bowel with associated bleeding. There were 3 struts that were significantly deformed that were protruding into the small bowel. There was evidence of protrusion of even more struts o the medial aspect of the inferior vena cava wall. The filter was removed." Abovementioned added. (B)(6) 2019.